Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the harmonic ace instrument with an alleged issue to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The event investigation is in progress. No product has been returned.

Event description:
On 24-jan-2025, intuitive surgical, inc. (Isi) received user facility report mw5164330 stating: during surgery, a portion of the grasper broke off of the da vinci harmonic instrument and fell into the patient. All pieces of the broken instrument were removed from the patient without difficulty. The instrument and piece were tagged and sent to sterile processing.